Event description:
The customer reported to olympus, the halogen light source lamp was replaced but the light did not turn on. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of light did not turn on was confirmed. Device evaluation found that the lamp did not light up due to the thermal fuse breaking. The additional evaluation findings are as follows: fan did not spin, and light guide connector was hard to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a disconnection of the thermal fuse. Olympus will continue to monitor field performance for this device.